Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of no image was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cut on cable. Based on the results of the investigation, it is likely the no image was due to a faulty charged coupled device (ccd) and cut on cable. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the cut on cable identified during the device evaluation was due to component failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head experienced blackout, no picture. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced blackout, no picture. The issue was found during reprocessing. There were no reports of patient involvement.